Manufacturer narrative:
Part: 07.702.016s; lot: 9m53322; manufacturing site: (B)(4); supplier: (B)(4). Release to warehouse date: 10. June 2020; expiry date: 01.dec.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the vertecem v+cement kit (p/n: 07.702.016s, lot #: 9m53322) was returned and received at us cq. Upon visual inspection, the distal tip of the device was broken and returned. The cement inside the mixer was observed to be hardened, which could have been a result of the broken tip as the cement was exposed to the external environmental conditions. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed: vertecem v+ cement kit. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the vertecem v+cement kit (p/n: 07.702.016s, lot #: 9m53322). There is no indication that a design or manufacturing issue has caused the complaint condition, and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective, and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending, and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, during the preparation of the vertecem v + cement kit for a vertebral body augmentation, something broke inside and it couldn't be used. A new set had to be opened. The procedure was completed successfully with a ten (10) minute delay. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).